Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. (B)(4).

Manufacturer narrative:
The ventilator was investigated on-site by our field service engineer. The nozzle unit in the air gas module was noted to be damaged and was replaced. The ventilator then failed pressure transducer test during pre-use check. As a recommended action in the service manual, the air gas module was replaced but not returned for investigation. Ventilator logs confirms the reported failed pre-use check. As no parts were returned, it has not been possible to determine the root cause of the reported event.

Event description:
Manufacturer's ref #: (B)(4).